Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap detached at 100,000 joules of use; the "fragments were retrieved with wash out." The procedure was completed using a second fiber. Pt outcome: "no adverse outcomes."